Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with recurrent pulmonary emboli. During deployment, the filter was allegedly deployed upside down. Reportedly, the device was removed, and new filter was deployed. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully in a patient through the right common femoral vein approach after being diagnosed with recurrent pulmonary emboli. It was further reported that during deployment, the filter was allegedly deployed upside down. Reportedly, the device was removed and a new filter was deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. During deployment, a vena cavogram was performed which demonstrated washout at the level of the top of the l2 vertebral body. The bentson wire was readvanced and over the dilator from a bard meridian filter was advanced. The tip of the sheath was then placed below the level of washout from the renal veins. The filter was advanced, and the sheath was retracted, it was noted that the filter orientation was actually a jugular filter which had been placed on the field. I attempted to re-sheath the filter, but I was unable to have the legs fully re-sheathed in the deployment system. I was concerned that removal of the sheath would result in tearing of the venotomy. I elected to deploy the filter in an upside-down orientation, we then obtained a cook retrieval system and over the bentson wire advanced the sheath with dilator. A snare was then advanced grabbing the filter hook. The filter was then re-sheathed in the large sheath and the filter was removed. Over the bentson wire, a delivery sheath a femoral oriented bard denali inferior vena cava filter was then advanced. Once again, the tip of the sheath positioned below the marked level of the renal veins. The filter was then advanced up the delivery sheath. The hook of the filter was then placed at the middle of the l2 vertebral body for a patient with recurrent pulmonary emboli. Around ten months and five days later, patient had inferior vena cava occlusion with bilateral extremity deep vein thrombosis. Through the right internal jugular access, a vena cavogram was performed which showed occlusion of the inferior vena cava with fragmented clot above the filter. Around one day later, due to the thrombus in the filter, we performed balloon angioplasty using a balloon through and across the sheath. Completion venogram demonstrated a significant residual thrombus within the filter. Around one day later, the filter was removed in addition to the clot which was extracted from the filter. A new inferior vena cava jugular bard denali was then taken just below the renal veins and deployed without tilt. Follow-up venogram showed excellent results. Around one year and six months later, through the left common femoral vein approach, a venogram was performed which demonstrated presence of thrombus starting in the most central portion of the external iliac vein. Therefore, the investigation is confirmed for the reported activation, positioning or separation problem. Based on the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.